Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 4 was confirmed and duplicated during product evaluation. The device met specification for the reported problem. This condition was caused by a damage to the door latch and hinges. The door was repaired to correct this condition. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 4, which is an upstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a damaged latch and hinges, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.